Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
Customer states she continues to receive motor error alarm. Customer's blood glucose was 376 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.